Event description:
It was reported that prior to the implant procedure, the device was found to be at elective replacement indicator (eri) while still in the box. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).